Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that stent deformation occurred. The target lesion was located in the left common iliac artery (cia). An 8.0x30x135cm express ld vascular stent was selected for percutaneous arterial stenting. During the procedure, a non-boston scientific (bsc) long sheath was placed at the root of the right thigh, and percutaneous balloon dilatation was performed. However, it was noted that the guidewire was stuck at the tip of the long sheath, and the stent could not be put into the sheath. Consequently, a bulge was noted at the tip of the stent (the tip of the stent was deformed), which caused the advancing issue. Considering the risk of falling off due to the deformation of the stent, the procedure was completed with another of the same device. The patient was stable post procedure.